Event description:
During a total abdominal hysterectomy procedure, the staple lines did not form properly. The surgeon manually sutured to complete the procedure. The hosp reported that no pt injury had occurred.